Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to trunnionosis. Intra-operatively, excessive trunnion wear, a moderate amount of black tissue in the patient, and liner wear were noted. An accolade tmzf plus stem, lfit v40 head, and 40f liner were revised to a restoration modular stem, metal head, and liner. Rep provided primary implant stickers and reported that no further information will be released by the hospital or surgeon.